Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted on the gib battery. The system was then found to be working as intended.

Event description:
The customer reported the system shut down while fluoroing. No report of pt injury.